Manufacturer narrative:
Additional follow-up information: according to the cs, there was no difficulty with insertion of the sheath. There was no malfunction of the sheath and nothing abnormal noticed while inspecting the device prior to use. It was also indicated that according to the physician proctor, he felt that the surgeon tied one suture too shallow and one too deep in a ventricle that was fairly friable. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. The majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, as reported, the friable nature of the apex tissue, in combination with the location of the sutures, caused the bleeding at the time of sheath placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported per the edwards clinical specialist(cs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure, after the edwards sheath was placed, the surgeon pulled the sutures tight, and the ventricle perforated outside the suture ring. The patient was put on bypass and five units of blood were transfused. After successful deployment of the sapien valve,the ventricle was repaired and the patient taken off bypass without incident. The patient was admitted to the cvicu as per protocol. The physician commented that the muscle was very soft.